Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the patient went to the hospital as he was experiencing red heart alarms for 2 days and possible percutaneous lead damage. X-rays were performed and during the x-ray procedure the pump had stopped. The hospital team tried exchanging the system controller three times; however, no change was seen. The surgeon cut through the percutaneous lead and manually twisted the wires together to initiate the start of the pump. The technicians were unable to perform a percutaneous lead replacement; however, a crimp connection was applied. The patient was admitted into the hospital for observation and was placed on the urgent transplant list. The patient was reportedly asymptomatic during the event.